Event description:
It was reported by the patient that the pods cannula did not come out indicating a needle mechanism failure. The cannula was not visible and the pink slide did move forward.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.